Event description:
Customer reported receiving no delivery alarms on the insulin pump during a bolus. Customer has attempted a complete set change and the issue was not resolved. Customer's blood glucose reading at the time of the call was 415 mg/dl and was attempting to treat with the insulin pump. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip and minor scratched lcd window.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.